Event description:
The event occurred in the us. It was reported that the battery of the rotaflow console died during patient use and the pump stopped. No harm to any person has been reported. More information requested but still pending. Due to the reported pump stop a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2010. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the battery of the rotaflow console died during patient use and the pump stopped. The hand crank was used until the customer reached ac power. Afterwards the device was replaced with another device. No harm to any person has been reported. Due to the reported pump stop a report is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure could be confirmed. The battery would only charge to 25.6v after charging overnight. The battery pack with fuse (article number (B)(4)) has been replaced and the battery charged to 27.4v (fully charged) in less than two hours. After the replacement the device is working as intended and is back in use. A similar complaint has previously been investigated by getinge life cycle engineering (lce), and the most probable root cause of the error is that the battery had an increased internal resistance. However, it is not possible to determine the reason why the resistance increased. Based on the investigation results the reported failure could be confirmed. The review of the non-conformities was performed on 2026-01-28 and during the period of (B)(6) 2010 to (B)(6) 2026 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow device was produced in 2010-01-28. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported failure, it is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. Chapter 2.2.4 general precautionary measures during use if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.